Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship existed between ccpd therapy with the liberty select cycler or hd therapy with a fresenius device and the patient¿s time of death. At the time of this clinical investigation, there is no allegation or objective evidence that the liberty select cycler or any fresenius product or device was associated with this event. Based on the available information, the cause of death cannot be determined. However, the patient had significant risk factors including cardiac disease with associated hypertension, which is a well-known contributor to mortality in the setting of end-stage renal disease. Additionally, contributing factors such as diabetes can exacerbate cardiac and renal dysfunction and present a poor prognosis of survival. There were no documented allegations or objective evidence a fresenius product deficiency or malfunction caused or contributed to the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy had expired. It was unconfirmed if the patient¿s death occurred during a ccpd treatment on the liberty select cycler, however, there was no allegation the patient¿s death was related to any fresenius product or device. Upon follow up with the pd registered nurse (pdrn), it was confirmed that this patient expired while hospitalized on (B)(6) 2020 and the cause of death was unknown by the outpatient clinic. The date of hospital admission was unknown, however, the pdrn reported the patient was admitted for disorientation and general weakness. The patient was able to continue ccpd therapy on the liberty select cycler throughout the hospital admission until the patient was transitioned to hemodialysis (hd) therapy on an unknown date. The rationale for changing to hd therapy was unknown. The cause of the death was unknown. The pdrn reported the patient had an extensive list of comorbidities and it was likely the patient¿s death was not related to any deficiency(ies) or malfunction(s) of the liberty select cycler or any fresenius product(s), device(s) or drugs. There is no report an autopsy will be performed. The patient¿s esrd death record and death certificate were requested but were unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.